Event description:
It was reported that during attempted implant of the right ventricular (rv) lead the superior vena cava (svc) coil had started to separate, which was visible on fluoroscopy. The lead separation took place while attempting to push the lead through a tight access under the subclavian. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation conductor was distorted, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.